Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator's display was broken and unable to be viewed. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's lcd display kit needs replaced to address the issue. There was evidence of physical damage. During the evaluation, the inlet air path assembly and removable air path foam were replaced due to preventative maintenance.

Event description:
The manufacturer received information alleging a ventilator's display was broken and unable to be viewed. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's lcd display kit needs replaced to address the issue. There was evidence of physical damage.